Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the device and verified the reported event. The device was then tested and passed all testing. No parts were replaced as no repair was necessary.

Event description:
It was reported that after a ventilator was started, a background check failed and the device could not be used. An error code was recorded in the diagnostic log. There was no patient involvement.